Event description:
Patient spontaneously reported that when she changed her cassette yesterday at her usual time it looked like the cassette she removed had more left in it than usual. Per patient cassette said 19ml left in cassette. Patient said it looks like more than 19ml and said it seemed similar to what happened last year when the cassettes were recalled. Patient is concerned this will be another recall and does not want to have to suffer through as long as she did last year when she had these issues prior to the recall actually being instated. Patient said she did not notice any issues while using the cassette, no ade while using it, she just removed and it looks like more than what she sees when she removes that cassette. Lot number unknown. No other information known. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.